Event description:
Information was received from a patient with an implantable pump. It was reported that the reason for the call was the patient stated when they hit 91% it took sometimes a minute for it to connect and they have a hard time connecting or something. The patient said the issue started within the last week or so but they were having a lag on it for quite a while, maybe a month even. The agent put one month ago for event date. The patient spoke to a representative (B)(4) (last name asked, unknown) about the issue about a week ago and the representative talked to the patient about getting off of wifi and bluetooth. The agent walked the patient through removing the battery pack and plugging handset into the ac power cord; the patient confirmed the handset powered on. The patient was able to get to the settings app and navigate to storage to delete data. The troubleshooting steps that were taken on the call resolved the issue. The agent will monitor and call if the issues continue. Additional information received from the patient reported that the steps taken for the lag really helped a lot.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.